Event description:
It was reported to ge that the nuclear medicine collimator fell off the detector while positioning the detector for a study. Service inspected the system and found it to be working properly; cause of issue was considered to be operator error. The collimator mounting plate was repaired. No patient was in the room at the time; the operator was not injured.